Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. The images revealed that some of the hydrogel was placed into the rectal wall, in the serosa and penetrated the muscularis. On the sagittal view the hydrogel seemed to be near to the apex of the prostate. Due to the event the stereotactic body radiation treatment (sbrt) was delayed, to avoid the risk of ulceration. The patient was report asymptomatic.